Event description:
Belmont medical technologies received a report that the disposable set installed in the rapid infuser, ri-2 began leaking during a trauma case. When the unit was swapped out with another ri-2 the clinicians noted an over temperature alarm and had to resort to manual transfusion. It was reported that the patient unfortunately expired.

Manufacturer narrative:
On september 9, 2021, belmont medical technologies received a report that the disposable set installed in the rapid infuser, ri-2 began leaking during a trauma case. The unit was swapped out for another ri-2 but the clinicians observed an over temperature alarm and were unable to continue with the case. The patient had unfortunately expired. The user facility is unable to confirm which serial number ((B)(4)) was involved in the event. Follow up with the emergency department at the hospital revealed that the patient had suffered hemorrhagic shock from a gunshot wound and was in route via ems in critical condition, but not a trauma red. Belmont medical technologies have been actively working with the hospital to investigate and establish a root cause of the reported event and requested that the disposable set and both ri-2 systems be returned for investigation. The leaking 3-spike disposable set was returned to belmont for investigation and it was confirmed that the heat exchanger welded seal was breached, leading to the observed leak. We were unable to determine the root cause of the breach. All 3 spike sets are 100% tested for leaks prior to packaging by pressurizing each set to 600mmhg. The user facility also returned 30 unused 3-spike disposable sets (lot numbers 2021-03 03, qty:1 and 2021-05 13, qty 29). Belmont reviewed and tested the retain samples for the two lots listed above. The samples were leak tested, visually inspected, and passed all inspection points. The unused products returned to belmont, lot 2021-03 03 and lot 2021-05 15, total qty:30, were 100% leak tested, the heat exchanger weld area was 100% visually inspected using microscope to detect any voids and 50% of the sets were subjected to simulated use using pressurized fluid. There were no failures observed on any sets. We have reviewed our complaint records to determine if other customers reported similar incidents. Our records indicate that over time there have been very few reports of disposable leaks, and none were directly associated with the heat exchanger welded seal or this lot number. There were no changes to the design or to the manufacturing process in the last several years. We continue to review our processes to ensure that our process reliably detects any potential nonconformances prior to packaging and sterilization of the product. Both ri-2 systems potentially involved were returned to belmont for investigation and were extensively tested as received. During the investigation of serial number (B)(4), it was noted that the pressure reading displayed on the screen was slightly low. The input and output temperature probes were cleaned, and pressure calibration was performed. The unit passed all test specifications and inspection criteria. During investigation of serial number (B)(4), it was observed that at low temperature range, the temperature sensor readings were outside of the established tolerance by 3 degrees celsius. This out of tolerance condition was unlikely a contributor towards the over temperature fault, but as a precaution, the temperature sensors were replaced. The unit passed all test specifications and inspection criteria. We were not able to conclusively confirm the cause of the over temperature fault on either of the two systems. We confirmed that the units did not contribute to the leaking disposable. The manufacturing records for these serial numbers were reviewed and no related anomalies were identified. The cause of death has not been attributed to any belmont product at this time. Belmont is continuing to work with the hospital and met with representatives from the emergency department on october 7, 2021. A follow-up report will be provided as additional information becomes available.